Manufacturer narrative:
Additional information: the device was received for evaluation. A visual inspection was performed with naked eye with no issues noted. The reported condition was not verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when opening the package of the amia cassette the patient line green cap immediately "fell off". This was observed during setup of peritoneal dialysis therapy. There was no patient involvement. No additional information is available.